Manufacturer narrative:
As reported, a 6 x 40 mm 80 cm powerflex pro balloon catheter (bc) was used for pre-dilation in the iliac artery; however, while inflating the balloon, it ruptured. A palmaz genesis stent was implanted and the post-dilation was performed successfully with an 8x40 powerflex pro bc. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The maximum inflation pressure was twelve atmospheres. The balloon catheter was removed easily. The lesion was calcified and was not used for chronic total occlusion (cto). The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, a 6x40 powerflex pro balloon catheter was used for pre-dilation in the iliac artery, while inflating the balloon it ruptured. There were no reported patient injuries. A palmaz genesis stent was implanted and the post dilation was performed successfully with a 8x40 powerflex pro. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The maximum inflation pressure was twelve atmospheres. The balloon catheter was removed easily. The lesion was calcified and was not used for chronic total occlusion (cto).